Event description:
The customer reported an incision site thermal injury that occurred 5 weeks ago. The incorrect tip and sleeve combination was reported to have been in use. The patient is "doing well." Additional information has been requested with no response to date.

Manufacturer narrative:
The customer did not request a service call at the time of the event. No samples have been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment.